Manufacturer narrative:
Device evaluation: a cadd-legacy 1, 6400 infusion pump was received in used condition with a it'sloose and cracked the lens cover, pump is dirty. The customer's reported condition was confirmed. The delivery accuracy tests found the pump to be delivering outside the specification of +/-6%. Problem source is unknown.

Event description:
Information was received that a smiths medical cadd-legacy 1, 6400 infusion pump was under infusing. No adverse patient effects were reported.